Event description:
This is a spontaneous consumer report with supplemental information by a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal unknown therapies. During contact with baxter customer service, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment information was not reported. Dianeal therapies were ongoing. The consumer also stated that the cause of the peritonitis was from an outside source. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering. The nurse stated that the event of peritonitis was unrelated to dianeal therapies.

Manufacturer narrative:
(B)(4). This complaint was opened to document a patient who developed peritonitis. No associated product malfunction was identified. Root cause for the peritonitis was not identified due to insufficient information available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 6 of 6 involved in this peritonitis event.